Event description:
Device was used for a right hemicolectomy, uleo colic anatomosis. That the surgery was performed on an elderly pt who had cancer. The surgeon performed the bowel resection. The pt developed abcess in abdominal cavity post-op. The abscess had to be drained percutaneously. Tpn for 1 month. The surgeon believes the abscess was caused by a leak from the anastomosis.